Event description:
A pa catheter was floated into the patient. Once the continuous cardiac monitor was hooked up to the pa catheter, the monitor was unable to read continuous cardiac output and a fault message was displayed. At end of the case, the pa catheter was taken out and new one with a different model number was refloated. This catheter worked properly. The first catheter was part of a recall and all have been replaced and removed by edward life sciences.====================== manufacturer response for pa catheter, swan-ganz======================recommended using the new model of pa catheters.